Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an increase in pacing threshold. Atrial lead noise causing oversensing was also detected. The lead was capped and replaced successfully. The patient's condition post procedure was stable.